Event description:
It was reported that a flo-gard infusion pump presented an air in line alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection, alarm log review, and a power on self-test were performed. During the alarm log review and the power on self test, an air in line alarm was identified. The alarm was caused by a defective sensor board. The device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.